Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 4193 implantable pacing lead, (B)(6) 2003, 6932 implantable tachy lead, (B)(6) 2003; 5076 implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead impedances had been erratic since the lead was connected to the device four years ago. It was found that the lead connector pin was not seated properly across the set screw in the device header. The lead was connected properly in a new device during routine changeout and remains in use. The device was explanted and replaced due to normal elective replacement indicator (eri). No patient complications have been reported as a result of this event.